Event description:
Hcp reported that the patient had a "grossly erythematous abdominal wall, flank + back (following line of catheter & pump). IV antibotic was given. A new pump was reimplanted 3 months later." The patient outcome is good. The device was explanted but not returned to the manufacturer for analysis.